Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that a patient received inappropriate hv therapy for atrial fibrillation with rapid ventricular response. The physician elected to make no programming changes. The device remains implanted. The patient will continue to be monitored.